Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose (bg) in the 40s(mg/dl). Although requested, the customer declined troubleshooting and declined to provide additional information.